Event description:
The facility reported an infusion pump with a failure code 810:11. The facility's representative stated that no patient incidents were reported on this pump since the last baxter service event. It is not known if the failure code occurred while infusiing on a patient.